Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic hiatal hernia repair and laparoscopic nissen" event description: "I was in the facility for a case with a new surgeon when I got called to dr. [Name] or. He had just retrieved a small black piece of material from the patient's abdomen intro-operatively that the surgical team reported had come from the ctf73. When I got to the room, they had already replaced the ctf73 with another ctf73. The surgeon was performing a laparoscopic hiatal hernia repair at the time and he commented that he had been suturing laparoscopically, which involves passing needles, needle holders, scissors, and a knot pusher, when they discovered the piece of material. Other instruments used in the case were 1 ctf03, 1 cts02, a reusable metal hassan, and an airseal trocar. The facility will be sending back 2 ctf73 and the small piece of black material. They are sending both trocars because they got mixed up at the end of the case and we could not visible see damage to either seal. Dr. [Name] commented at that time that it was possible that the material could also be insulation from a lap instrument." Type of intervention: they replaced the ctf73 with another ctf73. Patient status: "there was no harm to the patient."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with an additional unit. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. There were no visual non-conformances observed on the additional unit that was returned. Based on the description of the event and the condition of the returned unit, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.